Event description:
Info received indicates the head section does not stay up due to a slow drift.

Manufacturer narrative:
The technician found that the CPR valve plunger tip was worn although the CPR function is working. He replaced the CPR valve to repair the bed.